Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2009 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling, essure and bc essure implantation concurrently with a hysterectomy on (B)(6) 2009. The patient later experienced pain, infection and dyspareunia. No additional information has been provided. (B)(4) - dyspareunia. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01614. The same patient is represented in each medwatch.